Event description:
While attempting to reposition icp codman cable, cable broke at end that connects codman microsensor icp transducer to ICU monitor. Pac notified 2355 on 7/29. Codman was to be removed on 7/30 in am.